Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as these devices were not returned. If these devices were returned in the future, product analysis may be performed. This dm0010faa easydrill cranial perforator with lot number 1600/19 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the ho spital usage level. The maximum specified service interval is 24 months. The ad03-r has been in use for approximately 47 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforator plunged. On follow-up, it was confirmed that the event happened during a craniotomy procedure. There were no additional interventions performed, there was a 5-minute procedure delay to change the device and complete the procedure. It was also reported that there was no patient or staff impact and the patient had no further issues post-surgery.